Manufacturer narrative:
The generator settings were at temperature control mode 70 watts 70 degrees. Physician believes the death was related to anesthesia used to sedate the pt. The stockert generator and the piu were taken to the mgr's office for the hospital's risk mgmt dept to look at and then to bio med dept for testing. The customer also would like the stockert generator to be checked out. The f/u conversation that affiliate had with the lab staff indicated that none of the equipment was at fault for the pt injury/death. Investigation is still in progress. A supplemental report on device eval will be submitted once it is completed.

Event description:
It was reported that during a procedure, the pt's blood pressure was low. The physician was not able to get the blood pressure back up. They performed CPR and acls (advanced cardiac life support) protocol. Later on, the pt expired.